Event description:
The customer reported that during the procedure while the generator was not in use, the cut light turned on and an activation tone was heard. The customer's biomedical engineer could not duplicate this failure.

Manufacturer narrative:
(B)(4). The unit was received and the investigation found the complaint mode of self activation was confirmed. The investigation identified the root cause of this failure to be capacitor c160 on the psrf board. Capacitor c160 on the psrf board was replaced and the generator no longer self activated.

Manufacturer narrative:
(B)(4). The incident unit has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.